Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent in the proximal lad without success. The stent was found to have a bent strut. The procedure was completed by predilating the lad with a 3.0mm maverick balloon and a 3.0mm taxus stent was placed. No pt complications were reported. Pt condition is reported to be satisfactory.